Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced batteries per manual to resolve complaint. Performed system checkout. System is functional and returned to customer for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000615, product ID: bi71000162r, product ID: bi71000163, product ID: bi71000165, product ID: bi71000535, product ID: bi71000852. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was unable to take a spin while in surgery. Site had taken 3 spins during case already when the system became unresponsive. They rebooted and were unable to take further spins. Site saw flashing pink battery lights. Site said that after reboot that patient information was no longer on the system. Site swapped with another imaging system to continue. No additional information was provided.